Event description:
It was reported that arctic sun device would not cool properly but did not have the device in a state to troubleshoot because they already drained and packaged it. They requested an assessment quote to determined what the issue was at the depot. Per sample evaluation results received on 29apr2024, it was reported that the device would not heat to the last two degrees celsius of the target temperature.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device would not heat to the last two degrees c of the target temperature. Replaced heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not cool properly but did not have the device in a state to troubleshoot because they already drained and packaged it. They requested an assessment quote to determined what the issue was at the depot. Per sample evaluation results received on 29apr2024, it was reported that the device would not heat to the last two degrees celsius of the target temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.